Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was over 400 mg/dl, at the time of incidence. The customer reported that they received compromised forced sensor error alarm. Customer reported that drive support was sticking out. Customer declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.